Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test. The most recent blood glucose reading was 147 mg/dl. The battery cap contacts were not damaged or corroded. The insulin pump could not be started back up again during troubleshooting. The insulin pump was not exposed to moisture and showed no signs of damage but was dropped about four days prior. The customer did not have a new battery to use at the moment and was advised to revert to a back up plan if the display did not return when the battery was replaced. The customer was sent a new battery cap and the insulin pump was not returned or replaced.